Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the battery in well #1 had heavy oxidation/contamination on the terminals. Physio replaced the battery and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself after 5-10 seconds of power on. There was no patient use associated with this event.